Manufacturer narrative:
No product was returned for evaluation. Attempts to download the ilet engineering logs were not successful, indicating that the logs have not yet been synced after shipping from manufacturing. As such, a log review cannot be conducted, and no fault can be determined. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data for the reported event date, the cause of the event cannot be determined. However, based on the description of the event, it is possible that the user failed to replace their cgm sensor and/or enter bg values to allow insulin delivery to continue during bg-run mode, resulting in suspension of insulin delivery.

Event description:
On 9/12/24, a beta bionics clinical diabetes specialist was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The exact event date was not reported. The cds reported the user experienced an adverse event leading to hospitalization due to insufficient pump supplies. The user received only one box each of cartridges, convatec contact detach (23", 6mm) infusion sets, and luer lock connectors, which was inadequate for their needs since they are required to change every two days. As a result, the user ran out of supplies for five days and had to rely on long-acting and short-acting insulin injections. The user stated that the pump stopped working because they didn't have enough sensors, though it was clarified that the pump can operate in bg run mode for up to 72 hours without a sensor if fingerstick readings are entered. The user was reminded multiple times to contact dexcom for sensor replacements, but they had not done so. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.